Event description:
Followup information provided by the reporting surgeon indicates the pt's unexpected postoperative refraction was the result of a calculation error. The event was not related to the intraocular lens (iol). The iol was replaced ;using a different power based on corrected calculations.

Event description:
A surgeon reported that a patient's postop refraction was not as expected following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional info has been sought.